Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated and is thus not well folded anymore. Microscopic inspection of the balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned on the transportation wire and located at the proximal end of the protector cap. The stent is not deformed or damaged. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon, to verify that the stent is positioned between the proximal and distal balloon markers, and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes. 16-may-2024 additional information: after additional correspondence with the local staff, it was clarified that the nurse removed the affected device from the plastic tubing and handed it to the physician. Neither the nurse nor the physician checked the balloon/stent. The physician introduced the affected device into the patient and inflated it at the site of the lesion. Post-inflation, the images showed no stent. The stent was found on the stylet on the work trolley. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated and is thus not well folded anymore. Microscopic inspection of the balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned on the transportation wire and located at the proximal end of the protector cap. The stent is not deformed or damaged. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon, to verify that the stent is positioned between the proximal and distal balloon markers, and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes

Event description:
An orsiro drug-eluting stent system was selected for treatment. During preparation it was detected that the stent was on the balloon wire. The device was not used.